Event description:
A report was received that the patient's ipg was displaying an error code. A bsn representative attempted to clear the code with no success. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was displaying an error code. A bsn representative attempted to clear the code with no success. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction/removal report number: z-0960-2008 z-0961-2008.